Event description:
It was reported that during a bullectomy procedure, the device was fired on the tissue and fired as expected. A second reload was used and fired as expected. When the device was fired a third time the device did not fire as expected, the staples were deployed but damaged the specimen. The surgeon asked for an alternative device in this case the endo gia to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the staple line complete? Were the staples formed properly? In the first and second firing yes in the third no. Did the device cut? If yes, was the cut line complete? What caused the damage to the specimen? How was the damage repaired? Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Not reported were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.